Event description:
It was reported this patient¿s pump ¿gave him an overdose¿ which caused nausea and vomiting. The patient reportedly ¿blanked out¿ and woke up in the hospital. It was not provided what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# j10952r62, implanted: 2001-(B)(6), product type catheter. (B)(4).